Event description:
It was also noted that the lead exhibited capture thresholds of 4.25 v, 0.5 ms in the bipolar configuration.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported post implant, the lead exhibited low impedance and capture anomaly. The lead was removed.